Event description:
The following information was provided by the treating facility. Three days following implantation of (2) cypher stents, the patient was taken to an outlying hospital with an acute mi. They were treated with thrombolytics and transferred to this facility. Angiography revealed a thrombus in the prviously stented mid circumflex (mid cx). It was noted that the patient had been compliant with medications. The thrombus was treated with balloon only. Medications administered during this procedure included reopro. Refer to MFR report #3003742446-2005-1425 & 3003742446-2005-01426.